Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the codemaster xl defibrillator did not deliver a shock. There was no negative patient impact, another device was used.